Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as there was severe tortuosity and moderate calcification. The physician reportedly made an incision below the cut-down in order for the device to be inserted due to the severe angulation of the vessel. It was reported that upon inserting the delivery system there were difficulties which required excessive force to advance the device. It was reported that deployment was unremarkable, however after the release of the suprarenal stents the graft appeared to move down significantly. Upon the removable of the nose cone over the spindle the stent graft appeared to jump back dramatically. After removing the delivery system from the patient the graft cover appeared to be buckled beneath the nose cone. The patient tolerated the procedure well and will continue to be monitored by their physician. The device has been received and the evaluation is pending. No clinical sequelae were reported and the patient is fine.

Event description:
The device was returned and the analysis has been completed. The delivery catheter was with the sheath bent to fit the returned box. The stent graft was deployed in the patient. There were severe kinks on the sheath at 6mm and 17mm from the edge of the graft cover, most likely caused by excessive force used to overcome difficulties inserting the delivery system through the tunneling cut down performed by physician to gain access. There was a severe kink on the sheath at the strain relief, most likely caused by the return packaging. The external slider and backend wheel were at their respective starting positions. The complaint is confirmed and is determined to be procedure and vessel anatomy related.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (misplacement of the device), patient's condition affected effectiveness of device (anatomy related severe tortuosity and moderate calcification). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related severe tortuosity and moderate calcification).

Event description:
Films were received and their evaluation was completed. The angiogram from the time of implant was evaluated. The ipsilateral limb was placed up the right side. The contra was well placed within the gate. The deployed bifurcated aortic body was angulated approximately 60deg to the flow divider. The bifurcated was placed approximately 5mm below the lowest left renal. Other than slight compression of stent #3 within the aortic neck to approximately 2cm (likely anatomy related), no other stent graft issues were observed. The reported stent graft "jump" could not be assessed, as the suprarenal stent release and tip recapture steps were not seen on the films.

Manufacturer narrative:
Method: (films).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.